Manufacturer narrative:
B2 date of death added. B3 date of event : event date updated. B5 describe event or problem: updated with additional information received.

Event description:
Reported via clinical study. It was reported that a patient death occurred. The patient was enrolled in a clinical study and a left atrial appendage (laa) closure procedure was performed on (B)(6) 2024. A watchman trusteer access system (was) was used and a 27mm watchman flx pro laa closure device & delivery system (wds) was implanted with a complete laa seal and deployed device diameter of 24 mm. The patient was discharged the same day on a medication regime of aspirin and clopidogrel. On (B)(6) 2024, the patient presented for the protocol scheduled 45 days follow up visit. Transesophageal echocardiography (tee) revealed a complete seal, no thrombus, no pericardial effusion, and no atrial septal shunt. Left ventricular ejection fraction was 55%. On an unknown date post index procedure, the patient was reported to have died. No additional information on the cause of death was provided. It was further reported that on (B)(6) 2025, 330 days post index procedure, the patient expired, as reported per end of study form. The cause of death remains unknown.

Event description:
Reported via clinical study. It was reported that a patient death occurred. The patient was enrolled in a clinical study and a left atrial appendage (laa) closure procedure was performed on (B)(6) 2024. A watchman trusteer access system (was) was used and a 27mm watchman flx pro laa closure device & delivery system (wds) was implanted with a complete laa seal and deployed device diameter of 24 mm. The patient was discharged the same day on a medication regime of aspirin and clopidogrel. On (B)(6) 2024, the patient presented for the protocol scheduled 45 days follow up visit. Transesophageal echocardiography (tee) revealed a complete seal, no thrombus, no pericardial effusion, and no atrial septal shunt. Left ventricular ejection fraction was 55%. On an unknown date post index procedure, the patient was reported to have died. No additional information on the cause of death was provided.

Manufacturer narrative:
B2 date of death: aware date was used as death date as actual death date was not known/provided. B3 date of event: aware date was used as event date as actual event date was not known/provided.